Event description:
It was reported that a malfunction alarm occurred. The customer reverted to a backup insulin pump to resume insulin therapy. Customer¿s blood glucose level was 562 mg/dl. Manual insulin injections were administered to address the high bg.